Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip intact and not broken off; upon inspection the tissue pad was found to be damaged, melted, and half portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported by the customer that the lower jaw broke off into the patient during a liver biopsy. The piece was retrieved. The case was completed with a second same device. No patient consequence. Device will be returned and replaced.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.